Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable cardioverter defibrillator, (B)(6) 2012; 419478, implantable tachy lead, (B)(6) 2007; 694265, implantable tachy lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead fractured. An interrogation showed high impedance and loss of capture. The lead was capped. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.